Event description:
It was reported that during a robotic prostate procedure, the device fired once then could not open to make the device fire again. It is unknown if the device was stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis.